Event description:
Acucise left endopyelotomy - "after cutting wire activated and balloon deflated and upon removal of acucise device from ureter, dr (B)(6) noticed a green piece of material left behind in the ureter. He was able to extract this using a reusable flexible grasper. He then observed the cutting wire and noticed that it had a green coating with some of the coating missing. He concluded that the green material was from the cutting wire of the acucise. This product was obtained via kit #bk002 with kit lot # 1188891."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.